Manufacturer narrative:
Evaluation summary: host tissue was minimal on the tissue inflow and encroached onto the tissue by a greatest distance of 3mm. Host tissue was moderate to heavy on the tissue outflow and encroached onto the tissue by a greatest distance of 8mm. Host tissue was minimal at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 8mm and leaflets 2 and 3 at commissure 3 by approx 7mm, both on the outflow aspect. Host tissue folded the free margin of leaflet 1 onto itself by approx 2mm. Host tissue restricted mobility in the leaflets and led to stenosis. Minimal calcification was observed in the cusp area of leaflet 3. Free margins of leaflets 1 and 3 exhibited minimal to moderate calcification. Hematoma was observed on leaflet 2 on the inflow aspect. The x-ray demonstrated calcification, no visible damage to the wireform. Method: x-ray. Additional manufacturer narrative: the device was originally reported as an asr model. However, it was received by edwards in (B)(4) on (B)(4) 2014 and shipped to (B)(4) for evaluation. The device was dismantled on (B)(4) 2014 for the serial number and found to not be the model as originally reported. The device history record (DHR) review is in process. The product evaluation confirmed the customer report of stenosis but named the primary cause of the stenosis as host tissue overgrowth with calcification as a contributing factor. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information provided to suggest there are patient factors which contribute to the stenosis of this device. If additional information is provided a follow up report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm pericardial mitral valve, implanted approximately eight (8) years, was explanted due to mitral stenosis secondary to calcification. Through follow up with the health care provider, it was learned this valve was originally implanted to correct the patient¿s native mitral regurgitation. The device was replaced with another 27mm aortic valve and returned for evaluation. No other product or patient information was provided.